Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. Also patient suffered a fall recently. As a result surgical intervention may be undertaken in the near future to address the issue.

Event description:
Additional information received indicated patient had surgical intervention on (B)(6) 2021, wherein the ipg was repositioned for better comfort.